Manufacturer narrative:
Customer reported that device had system error. Tamper seals were intact, device was in good condition. Fm-dp-20085-08 was used to test the back up capacitor. Unable to determine who caused the problem. Cleared error code on pump.

Event description:
It was reported that the device had system error. No patient injury was reported.

Event description:
Information was received indicating that during diagnostics of this smiths medical cadd legacy plus pump exhibited system error 1310. No patient injury reported.